Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and cracked to insulin pump at on the back to the battery compartment d. Customer was tried changing the battery several times and then it did not even turned on. Troubleshooting was performed and issue was not resolved. No harm requiring medical intervention was reported. Customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w version 4.11e. Retainer ring = black. Case type= ngp. Customer returned pump for an alleged blank display and cosmetic damage located at the battery compartment found on 29 december 2022. The pump passed the displacement test, active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Low battery alert (B)(6) 2022 01:17 pm) & power loss alarm (B)(6) 2022 10:33 pm) were found on event date in history files and were expected. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly & force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), serial number label missing, missing display window cover. Blank display was not observed during analysis. Blank display not confirmed. Cosmetic damage is confirmed at the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
The device was returned for analsysis.